Event description:
The plaintiff's atty alleged that the pt experienced a myocardial infarction. It was reported that the event occurred dur to the admin of the prod for dialysis treatment.

Manufacturer narrative:
This is one of two device reports for this event.